Event description:
The tip of the rongeur broke off in the pt. An x-ray was taken because the dr could not locate tip. They got an approximate position to locate the fragment and the dr was able to retrieve the broken piece. Surgery time was extended by ten minutes. The pt suffered no adverse effects as a result of this occurrence.